Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the up and down arrow buttons on the insulin pump are very stiff and sticky. Blood glucose value is unknown. Customer was advised that the insulin pump is out of warranty and should contact the hospital to get a new device.